Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument was fired a few times without incident, then the surgical tech noticed that the jaws of the instrument would not open completely. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis partially confirmed initial findings. The procedure logs were reviewed and confirmed multiple high drivetrain friction initialization failures with the sureform 60 stapler instrument following two successful fires. The instrument was re-installed on an in-house system and failed to initialize, replicating the failures in the field. It is assumed the customer was referring to the initialization failures in the reported complaint, as these failures prevented use of the stapler. The instrument distal end was CT scanned to assess the manufactured condition of the outer tube and sleeve. CT scanning and subsequent inspection revealed that the outer tube that is seated over the sleeve was displaced. This displacement of the outer tube, likely contributed to the bunching and subsequent tearing of the sleeve. Full disassembly revealed that the I-beam sleeve became bunched at the outer snake wrist tube and at the opening of the distal clevis channel. The sleeve appears to have been torn and became compressed and bunched during the extension and retraction of the I-beam during use. No fragments were observed outside of the I-beam assembly and no pieces appear to be missing. It is likely that the damage and bunching of the I-beam sleeve increased the drivetrain friction detected during the initialization sequence, resulting in the initialization failures observed in the procedure logs and replicated in-house. Increased resistance and high drivetrain friction from the damage to the sleeve can prevent the I-beam from extending through the entire length of the reload. Additionally, sleeve damage may affect grip axis engagement and is likely to cause of the grip axis engagement failures noted in initial failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. The channel sprang back open when in the unclamped state. The instrument initially passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. The instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two sureform 60 white reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was noted to pause for compressions three times during each firing test. On the second fire, the I-beam assembly sleeve was noted to be damaged, and the orange covering was only installed on a portion of the assembly. Instrument logs were unable to verify any failures. A distal insert was used to retract the I-beam, and the sleeve was found to be partially covering the assembly. There was friction noted when extending the I-beam. The instrument was placed on an in-house system a second time and found to fail engagement on the grip axis on three out of three attempts. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter on three out of three attempts, preventing the instrument from entering into following. Error code 22020 was displayed, with parameters indicating that the grip axis failed to engage. In addition, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the scrub technician was trying to reload the instrument and noticed that the jaws would not fully open. The jaws were not stuck on tissue when the issue occurred. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding.

Event description:
Refer to h11 for follow-up information.